Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones. The tones were found to be due to low out-of-range impedance measurements on the right ventricular (rv) lead. The out-of-range measurements were intermittent. The patient was brought into the clinic for further testing and no noise could be produced. The tones for out-of-range impedances feature on the rv lead was turned off. The physician plans to continue the normal follow-up schedule at this time, and wait until the patient needs a routine device change out to decide what further action to take regarding the rv lead. This product remains in service. No adverse patient effects were reported.